Event description:
It was reported that the pt experienced spinal headaches during a trial period. The pt's lead was removed on the second day of the trial. After another trial, the pt went on to get an implant.

Manufacturer narrative:
(B)(4).